Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an audio and keypad anomaly from the insulin pump. The customer's blood glucose level was unknown. The customer stated that there was a high pitch sound for 2 hours. The customer stated that she cannot push any buttons. The customer stated that when she took the battery out and put a new battery in, the pitch sound came back without warning.